Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). During deployment of the closure device a perforation of the laa occurred resulting in a pericardial effusion (pe) and tamponade. The pe was located on the primary curve of the limbus side of the posterior chicken wing shaped laa. A pericardiocentesis was performed and the patient stabilized. The closure device was deployed, meeting release criteria. The pe continued with approximately 1 liter of fluid drained and reintroduced into the patient. The patient was transferred to cardiothoracic surgery and the perforation was successfully repaired. Following surgery the patient was stable and remained hospitalized for observation, but the patient expired overnight. A post mortem transesophageal echocardiogram revealed all four chambers of the heart contained thrombus.